Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes experienced missing additive which was noted during use. The following information was provided by the initial reporter: on (B)(6) 2019, the customer found many tube occurred fibrin clots. Affect rate: 30%.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes experienced missing additive which was noted during use. The following information was provided by the initial reporter: on (B)(6) 2019, the customer found many tube occurred fibrin clots. Affect rate: 30%.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fibrin with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
The following information has been corrected: date received by manufacturer: 2019-12-09.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes experienced missing additive which was noted during use. The following information was provided by the initial reporter: on 11/06/2019, the customer found many tube occurred fibrin clots. Affect rate: 30%.